Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after an endovascular interventional procedure. Reportedly, it was not possible to split the starclose se sheath and the starclose se clip could not be fired. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). After further analysis, it was determined that this incident is not associated with the trend related to sheath splitting. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Device status updated from returning to not returning. The device was not returned for analysis; however, abbott vascular (av) confirmed the reported issue related to sheath splitting. A review of the lot history record revealed no nonconformities related to the reported event. Av review of the complaint handling database identified no similar events for this lot. Av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. In cases where the starclose se fails to achieve hemostasis, the resulting action is to apply manual compression. This may result in a delay in achieving patient ambulation but is not serious or life threatening. While product in the field with this issue may cause user dissatisfaction, the result of the issue is a minor safety risk as hemostasis may be achieved using manual compression. Av has implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal site operating procedures. Av will continue to trend the performance of these devices.